Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although physical device was not returned for evaluation, two electronic photos were provided for review. Both photos show the partial view of drainage catheter in which the trocar needle was noted to be protruding from the catheter tip. Though, the trocar needle tip was noted to be protruding in both photos, it is not sufficient to determine whether the device meet specification and the issue cannot be verified without physical samples. Therefore, due to the absence of supporting evidence, the investigation is inconclusive for reported trocar needle length issue for both the devices. A definitive root cause could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient prepped for an ultrasound-guided percutaneous transhepatic cholangiography drainage (ptcd) catheter placement procedure using navarre opti drain catheter. Prior to the procedure, the clinical team inspected the package and identified that the trocar needle was excessively longer than the catheter. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent drainage catheter placement procedure using the navarre opti drain placement procedure under ultrasound guidance. Prior to the procedure the clinical team inspected the package and identified that the trocar needle was excessively longer than the catheter. The procedure was completed using another device. There was no patient contact.